Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the adhesive peeled from the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated h2. Updated h4. A review of the complaint file has been completed. Emdr-79676 was submitted without a dom. The dom is now available and will be updated within supplemental emdr-89366.

Event description:
No additional information reported by customer.